Manufacturer narrative:
Additional narrative: patient identifier and weight are unknown. This report has been assessed as a reportable malfunction (product problem) to capture the dull screw that became difficult to remove surgically. (B)(4). The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: manufacturing location: (B)(4) - manufacturing date: august 17, 2010 - expiry date: august 1, 2020 . No non-conformance reports (ncr) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. As the issue was not related to sterility, the DHR for the non-sterile part was also reviewed. Part number 04.211.016, lot 2618594. Manufacturing location: (B)(4) - manufacturing date: august 2, 2010. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent an explant procedure on (B)(6) 2016 during which a locking compression plate and fourteen (14) screws were removed. During the extraction, the hexagonal heads of six (6) screws became dull and were difficult to remove. Two (2) of those dull screws were successfully explanted with the use of a screw extractor and drill bit. The other four (4) screws (along with the plate) were removed via carbide drill. However, the shafts of several screws were left in the patient's body. The procedure was completed with a two (2) hour delay. This report is 1 of 3 for (B)(4).